Event description:
Related manufacturer reference number:2017865-2022-15678. It was reported that the patient presented for a scheduled procedure due to the right ventricular lead exhibiting high capture thresholds and slight dislodge. During the procedure, it was discovered that the lead had insulation damage. The lead was explanted and replaced and connected to the old implantable cardioverter defibrillator. A few tests were performed, and it was noted that the thresholds were unable to be seen. The device was disconnected, cleaned, and reconnected and still no thresholds were able to be seen. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of pacing anomaly was confirmed. Bench testing was performed, which included sense testing, impedance testing, pace output testing, and high voltage output testing. No pace output was observed, however all other tests showed normal function. During further testing the failure was lost and stress testing was unsuccessfully performed to reproduce the pace output anomaly, and the cause of the reported event was unable to be determined.